Event description:
Nurse pulled vanishpoint 3ml 25g x 5/8" syringe from box in office pharmacy. Nurse observed the syringe was in a sealed sleeve without a cap over the needle. Nurse immediately brought sealed syringe to nurse supervisor. Other syringes in the box had caps.